Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a higher glucose scan while wearing the adc device compared to an unknown device greater than 10 minutes apart. A scan of "above 5 "was compared to a glucose test of "1.8" and as a result, the customer had a loss of consciousness and emergency services were called, however, no further information was provided. Adc customer service attempted to contact the customer to gain additional details regarding this event, however, all follow-up attempts were unsuccessful. There was no report of death or permanent injury associated with this event.

Event description:
A complaint was received regarding a higher glucose scan while wearing the adc device compared to an unknown device greater than 10 minutes apart. A scan of "above 5 "was compared to a glucose test of "1.8" and as a result, the customer had a loss of consciousness and emergency services were called, however, no further information was provided. Adc customer service attempted to contact the customer to gain additional details regarding this event, however, all follow-up attempts were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product . No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.